Manufacturer narrative:
Pa-150-gc microbore ext.set 150 cm.w/clamp,rot.ll is on the (B)(4) attachment I. Per (B)(4) attachment I, this product is exempt from us FDA reporting requirements. H3 other text : see h.10

Event description:
Nothing new- exempt product we had an issue with a bd pressure rated extension set. There was a plastic membrane left in the set which blocked the flow, with the risk of it dislodging and making its way to the patient. Do you know if this is common?

Event description:
It was reported that unspecified bd infusion set had foreign matter the following information was received by the initial reporter with the following verbam. We had an issue with a bd pressure rated extension set. There was a plastic membrane left in the set which blocked the flow, with the risk of it dislodging and making its way to the patient. Do you know if this is common?

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.